Event description:
The event involved behalf of a customer facility regarding a tego connector. It was reported that microbubbles were detected in the dialysis machine because the connector did not seal properly. The status of the product during the event was during patient use. There was no harm as a result of this event.

Manufacturer narrative:
The device has been received for evaluation; however, investigation is not yet complete.